Manufacturer narrative:
Results: the neuron 070 was ovalized 29.0-29.5, 33.5, 66.5-67.0, 102.5-103.0, 106.0-107.0, and 110.0-111.0 cm from the hub. The neuron 070 was kinked approximately 15.5 and 108.0 cm from the hub. Conclusions: evaluation of the returned neuron 070 confirmed a device with kinks and ovalizations. The kinks and ovalization may occur due to forceful manipulation at extreme angles during removal of the device from the packaging. Further evaluation revealed the packaging mandrel was unsecured from the packaging tape and packaging card. If this occurs and the device is retracted, the packaging mandrel may pin the device between the packaging mandrel and the packaging card and damage such as kinks and ovalizations may occur. Based on the return condition and the reported complaint, some of the bends and kinks are likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed the neuron 6f 070 delivery catheter (neuron 070) tip was kinked. The damaged neuron 070 was found prior to use and, therefore, the neuron 070 was not used in the procedure. The procedure was completed using a new neuron 070.